Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Bolus and insulin injections were administered to address bg. Pump system check was performed and pump was found to be functioning properly. Upon follow up, customer's bg was 159 mg/dl.